Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 305 mg/dl, 127 mg/dl, and 65 mg/dl, when all tests were performed within 10 minutes on the aviva system. Reporter indicated that she was experiencing some hypoglycemic symptoms during the time of testing and she self-treated with breakfast. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.